Event description:
It was reported by service report that the right side rail has excessive movement and the left side rail is broken. No injury reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 450 mg/dl and 104 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.